Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during a micro endoscopic discectomy the bur tip came off. The bur at the tip was missing about 1cm. A spare was used to complete the procedure. There was no patient impact.